Event description:
It was reported that the asymptomatic, non-pacemaker dependent patient presented in clinic for a routine check. During a firmware update, the pulse generator reverted to backup operation. The device was restored and the firmware update was not attempted again.